Event description:
Boston scientific received information that the right ventricular (rv) lead triggered the lead safety switch (lss) due to an out of range impedance measurement. It was noted that this occurred approximately four months earlier. Review of the daily measurements found that the impedance had increased from 400 ohms to around 1000 ohms at the time of the lss. When the lead was tested in unipolar configuration there was some noise, however there was no noise in bipolar configuration. Lss was reset and in bipolar the impedance measurement was 400 ohms. The lead was tested in both bipolar and unipolar and appropriate safety margins are programmed. A chest x-ray was taken but did not show any significant findings. A revision procedure was performed where the rv lead and pacemaker were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.